Event description:
It was reported that the patient was having trouble recharging her implantable neurostimulator (ins). It was noted that the patient kept seeing the ¿reposition antenna¿ and ¿poor communication¿ screens on the recharger. It was noted that another recharger antenna was requested due to product ¿damage.¿ it was noted that the last time the patient had successfully recharged was ¿two weeks¿ prior to report. It was noted that the patient was not feeling stimulation. She reportedly last felt stimulation ¿about three weeks to a month¿ prior to report because she has been having trouble with the recharging equipment. It was noted that the patient was unable to get recharge coupling boxes. It was additionally noted that the patient had fallen 3-6 months prior to report and went to the doctor to check if ¿sciatic nerve went out.¿ it was reported that the patient had a nerve block. It was noted that the patient had scheduled an appointment with her doctor for (B)(6) 2013. The patient has been having trouble recharging since the fall, but was having trouble recharging ¿on and off¿ before the fall. It was additionally stated that the patient reported never having therapeutic effect. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 3550-39, lot# n340288, implanted: (B)(6) 2012, product type: accessory. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37791, serial# unknown, product type: recharger. (B)(4).